Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test due to his adc blood glucose meter turning on with button press but not with test strip insertion. The issue occurred on (B)(6) 2019 and on (B)(6) 2019, he experienced symptoms of nervousness, anxiety, pallidity, and dizziness. The customer further indicated that he was unable to treat himself and his neighbor administered treatment. The name of the treatment was unknown to the customer but he further reported that he "believes it is a type of insulin but it is not insulin". No further treatment or intervention was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported being unable to test due to his adc blood glucose meter turning on with button press but not with test strip insertion. The issue occurred on (B)(6) 2019 and on (B)(6) 2019 he experienced symptoms of nervousness, anxiety, pallidity, and dizziness. The customer further indicated that he was unable to treat himself and his neighbor administered treatment. The name of the treatment was unknown to the customer but he further reported that he "believes it is a type of insulin but it is not insulin". No further treatment or intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is isolated to the freestyle precision neo meter. No strip related investigation activities are performed. A valid serial number was not provided for the freestyle precision neo meter. The manufacturer of freestyle precision neo meters, was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was completed for the reported complaint and freestyle precision neo meter and no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.